Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. The insulin pump had normal operating currents. The insulin pump was monitored and no unexpected bad battery or battery out limit alarms occurred during our testing. Unable to perform the a21 error test due to motor error alarm. No unexpected lost settings or time resetting noted during testing. The insulin pump passed rewind, basic occlusion, prime and displacement tests. No cosmetic damage noted during physical inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error during basal. Customer's blood glucose was 71 mg/dl. The customer reported the drive support cap appears normal. The customer stated that the device was not exposed to high magnetic field. The customer did not reported a motor position encoder error alarm. The customer was unable to reviewed the alarm history, removed the battery from the pump. The customer state experienced motor error 4 times after rewinding and priming each time. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.